Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility noted a broken cable on the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. Additional observations not reported by the customer were pulley and main tube damages. There was an indentation at the edge of the distal pulley. There were also various scratch marks on the main tube showing light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the main tube. Evidence not conclusive but pulley and main tube damages may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.